Event description:
It was reported that the insulin pump alarmed failed battery test. Customer reported after battery changed the insulin pump did not turn on and on 2nd battery customer got failed battery test. The issue was resolved upon troubleshoot. Customer reported that the insulin pump had cracks around the battery cap area. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. No low battery alarm test or displacement test could be performed due to a failed battery test alarm. No blank display was noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, stained end cap sticker and a loose shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.